Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a partially depleted alkaline battery (kirkland signature) in the battery tube. A cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near the display window corners were noted during visual inspection. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had passed away. The caller stated that prior to the customer's death the customer had been off of the insulin pump for one week and was on insulin drips. The customer's blood glucose at the time of death was unknown. The caller stated that the customer had been short of breath and they were on a ventilator, then they were nonresponsive for seven to ten days and got taken off of the ventilator. The cause of death was pulmonary fibrosis. The customer was not wearing the insulin pump at the time of death. Nothing further was reported.